Event description:
On (B)(6) 2012, it was reported that diagnostics for this vns patient indicated limit output status and high impedance (system diagnostic dcdc=7, normal mode dcdc=4). Diagnostics were repeated and both normal and system diagnostics returned dcdc=7, output status: limit, impedance: high. No known trauma preceded the high impedance event. The nurse stated that she would disable the device and that x-rays would be requested. It was also stated that the efficacy of the device for the patient was uncertain. A/p and lateral images of the neck and chest dated (B)(6) 2012 were reviewed. The generator was seen in the left chest. The filter feedthru wires were intact. The lead pins appeared to be fully inserted into the head. The lead wire was intact at the location of the connector pin; however there was a portion of the lead located behind the generator that could not be assessed. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized. The electrode placement appeared to be normal. A sharp bend appeared to be present in the portion of the lead near the lead pins. The sharp bend could also be attributed to the angle of the image. The portion of the lead behind the generator could not be assessed; therefore, a lead fracture in that portion of the lead cannot be ruled out. The presence of a micro-fracture in the lead also cannot be ruled out. Follow-up with the physician showed that the patient would be observed for now. Surgery is likely but has not occurred. A blc was performed with results of 7.51 years remaining.

Manufacturer narrative:
Analysis of programming history. Manufacturer reviewed x-rays of implanted device. X-rays were reviewed by the manufacturer; no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.